Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited some migration with the bottom of the device pointing out and towards the ceiling. It was also reported that the lead had disconnected and become loose. It was also noted that the patient experienced dizziness, lightheadedness, shortness of breath and difficult breathing. The patient stated that their heart was speedy, shakey, jumped and that they had palpitations. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.